Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised. Explanted devices are uhr universal head, cone body, and lfit v40 femoral head (both implanted (B)(6) 2017). Initial surgery (B)(6)2017 was performed due to a failed competitor im hip nail. 1st and 2nd revision was due to non-compliant patient vs hip instability.